Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: when administering azacitidine sc trial medication, 4 drops leaked out from connection between syringe white/blue connector and phasal, leaking onto pt's clothing/scribes gloves. Phasal was securely screwed on. 2.5ml volume injection, started to leak with 1.5ml remaining. Potential harm due to leakage of cytotoxic medication on to both patient skin and staff hand. Staff member was wearing appropriate ppe including gloves. Additional information I spoke with the clinician today ¿ the leak occurred between the phaseal optima connector and the needle. The clinicians ensured it was tightened sufficiently before administering the medication. It is very viscous.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2406508, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional evaluations throughout the manufacturing process, include leakage testing to verify the quality of the membrane and verification all critical dimensions are within specification such as luer threading. Three retained samples of the reported lot were used for additional evaluation. No damage was observed on any of the devices. Pressure testing and dimensional testing was performed, all product was verified to meet required specification. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends

Event description:
No additional information